Event description:
It was reported that while advancing a 3.0x19 jostent graftmaster coronary stent graft system in the proximal section of a saphenous vein graft to left anterior descending coronary artery, to treat a free perforation, the graftmaster was unable to cross a proximal bend in the graft. The graftmaster was withdrawn from the anatomy and the perforation sealed on its own. There were no reported patient sequelae, however, there was a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.